Event description:
It was reported that the patient is experiencing pain at the ipg site following weight loss. Reportedly, patient feels like the ipg is poking and protruding from her back with certain movements. X-ray revealed that the battery is moving. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.